Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a male patient (pt) post cardiac arrest and stemi was transported to cath lab and arrested again. It was found that he had an acute anterior myocardial infarction/cardiogenic shock, in which a stent was placed and a (B)(4) via the right groin femoral artery by the cardiologist around 5pm. Pt was in sinus rhythm to sinus arrhythmia on a ventilator with medications of levophed, amiodarone, integrelin and diprovan infusing. The intensive care unit (ICU) staff noticed loss of fiberoptic sensor (fos) arterial waveform around 9pm. The ICU staff does not remember if fiberoptic icon was ever green. A call was placed to the css via the hotline by th ICU rn. The icon was blue on the screen at time of call, the fiberoptic status code was low light (ll). There were no audible tones heard by the css, but nurse said, she heard them. Pt was having a lot of bleeding at insertion site and staff was trying to manage it. The nurse was instructed to change arterial pressure (ap) select to transducer, which the waveform was present and zeroed. There were several attempts to disconnect the fiberoptic connecter and touch cal key and reconnect with no success in obtaining a waveform. Css asked the nurse to try and put some traction on catheter to see if the waveform would return, which it did not. The decision was made not to use the fiberoptic part of catheter, to continue using the central lumen arterial line. They are using autopilot mode, timing is appropriate and intra-aortic balloon pump (iabp) is functioning without problems. The iabp was 1:1 with hemodynamics readings of bp98/80, aug 130, map-85. There was no pt death or injury. There was no medical or surgical intervention taken and no delay in treatment. The pt is currently stable.